Event description:
It was reported that the asymptomatic patient presented in hospital for post radiation treatment, upon evaluation the pulse generator exhibited backup vvi mode. After a software download the device resumed normal function. The patient was fine and would be monitored normally.

Manufacturer narrative:
(B)(4).